Event description:
The account alleged the bed exit does not function. No pt impact.

Manufacturer narrative:
The technician found the bed was zeroed with a pt in the bed, user error. The technician zeroed the bed to resolve the issue.